Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. (B)(4).

Event description:
It was reported the physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2018. The patient's cervix was stenotic and the physician was having difficulty dilating and inserting the hysteroscope. The physician noticed a tear and sutured. There was no other intervention required and the patient was discharged home.